Event description:
It was reported that during a rescue attempt, the device advised a shock, began to charge and then cancelled the shock. The device then reported a service message and powered off. A second AED was reported to have been brought to the scene, however, it was not applied to the patient. Although no patient details are available, it was reported that the patient was not resuscitated.

Manufacturer narrative:
Evaluation: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. Based on the investigation, the software incorrectly cleared a low battery warning, as addressed in recall #z-0580-2007 and #z-0581-2007. Also, service/maintenance of the device was not followed according to the manufacturer's recommendations.